Event description:
It was reported that during an implant procedure, it was noted that the set screw in both the atrial and ventricular ports on the implantable cardioverter defibrillator (ICD) were partially deployed such that when the leads were inserted into the ICD ports the lead pins would not advance all the way to the end of the port, sensing was low and impedance was high. The physician had to unscrew the set screws completely and re-insert the atrial and ventricular leads and was able to tighten the set screws with normal measurements. There was no complaint on the leads just the ICD ports. The ICD and leads remain implanted with normal measurements. The patient was stable.

Event description:
New information received notes it was the pacing impedance that was high. The set screw was neither loose nor tight. Out of the box the surgeon found that the generator header had partially screwed in set screws, the implantable cardioverter defibrillator (ICD) header had partially screwed in set screws, so the leads were unable to be pushed in the entire way. The leads were taken out of the ICD header; the set screws were wound back and then the leads were able to advance fully into the can. There was no complaint on the leads. The ICD and leads remain implanted with normal measurements.